Event description:
The customer reported that the device failed the pacer test. There was no report of patient impact or involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device failed the pacer test. There was no report of patient impact or involvement. The customer evaluated the device with the support of philips customer service center. No parts were ordered and no root cause was identified. The device passed all testing and was returned to service. We cannot determine the causes as the symptom could not be duplicated. As of (B)(4)there has been no further reports from this customer.